Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a sensor error and tried to reset it. Customer stated that he then removed the sensor and a part of it broke off inside of his stomach. The customer stated that he was able to remove the broken piece of sensor with tweezers. Customer declined to troubleshoot for the sensor errors. Blood glucose level at the time of the incident was not provided. The customer was advised that three sensors would be replaced, but will not return the product as he had already disposed of it.